Event description:
It was reported that the lancet protrudes beyond the end cap of the device.

Manufacturer narrative:
Correction: section g1 manufacturing site was updated based on the provided lot number of the lancet device. Section h4: the year is the only known part of manufacture date. We have defaulted to the first of the year.